Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Agent asked the pt if there was something agent could assist with and pt said that they went to a football game last friday even though they attempted to bypass security devices with a manual search instead, the security personnel insisted on using a security wand. Pt said that their stimulation surged/spiked temporarily while the security wand was being held on their skin over their ins. Pt said that they had their controller with them so they could adjust the therapy accordingly. Pt said the surge of stimulation was uncomfortable, however the therapy went back to normal afterward. Pt just wanted to have the ins double checked for their own peace of mind. Agent redirected pt to hcp.